Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips expired; unable to evaluate. Most likely underlying root cause of malfunction: user's test strip had a poor storage (bathroom).

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 67mg/dl-75mg/dl fasting. Verified the strips expire 3/23/2016. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is concern with the 114mg/dl that was taken on (B)(6) 2016 at 7:39am. Customer states that he is a borderline diabetic. Customer states that run a blood test with the meter and got 114mg/dl and then use the meter at the facility that is working and got a 74mg/dl. Customer is not sure which meter was using from the facility. Customer states that tested three times a day. Customer is not on any medication.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter.returned test strips expired;unable to evaluate. Most likely underlying root cause of malfunction: user's test strip had a poor storage(bathroom). Correction of serial #:(B)(4).

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 67mg/dl-75mg/dl fasting. Verified the strips expire 3/23/2016. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2016. Reviewed meter memory: 1:106 mg/dl (B)(6) 2016 08:58:00 am fasting:yes, 2:114mg/dl (B)(6) 2016 07:39:00 am fasting:yes, 3:110mg/dl (B)(6) 2016 01:44:00 pm fasting:yes, 4:101 mg/dl (B)(6) 2016 10:38:00 am fasting:yes, 5:87mg/dl (B)(6) 2016 04:00:00 am fasting:yes. Customer is concern with the 114mg/dl that was taken on (B)(6) 2016 at 7:39am. Customer states that he is a borderline diabetic. Customer states that run a blood test with the meter and got 114mg/dl and then use the meter at the facility that is working and got a 74mg/dl. Customer is not sure which meter was using from the facility. Customer states that tested three times a day. Customer is not on any medication.